Manufacturer narrative:
Based on the results of the investigation, the most likely cause of the foreign material and residual liquid in the scope was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation, that the duodeno videoscope had foreign material on the forceps elevator and residual liquid in the distal end. There was no patient involvement.